Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-feb-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 was failed and not detected on bus. A field service engineer identified that the drawer had multiple mechanical issues and required replacement. The unit was swapped with a new enhanced half-height cubie drawer, resolving all reported issues. The customer was assisted with unloading and loading medications. The system was tested and confirmed to be functioning properly. Diagnostics verified that all components were operating as expected. No further issues were noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary entire drawer 5.2 experienced repeated full drawer failures. The device consistently showed drawer not detected on bus regardless of the action taken. When the user attempted to remove a medication from that drawer, the corresponding pocket failed. When the user attempted to unload a medication, the pocket failed again. Attempts to remove the cubie resulted in a complete drawer failure. Although the drawer could be recovered, it would repeatedly fail afterward. Additionally, the system did not recognize when the drawer was fully closed, displaying a prompt instructing the user to ensure the drawer was shut before proceeding. The only way to clear the message was to perform a full system shutdown. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.